Manufacturer narrative:
Mindray established good faith efforts (between january 6, 2020 and january 21, 2020) to obtain information regarding the report. The facility has reported no additional information (system logs, settings, printed ECG strips, etc.) Is available. Without additional information, an investigation cannot be pursued. The alleged malfunction has not be confirmed.

Event description:
The customer reported that on (B)(6) 2020 a patient went into ventricular tachycardia and no alarm was generated at the benevision centralstation. No patient injury was reported.